Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said that they received the replacement communicator however they did not receive a manual with instructions on how to pair the replacement communicator to the handset. Patient went online but there was no video found on mystim app when they went to the connect screen. Agent walked patient through unlinking the old communicator and pairing the replacement communicator to the handset. Patient confirmed that they were successfully connected t to the therapy screen. Patient mentioned they will send the old communicator and the small and large belts altogether.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they are having issues with their communicator. Patient stated that every time they try to connect to their implant, they get a message that the communicator is not connecting. Patient stated that they have to troubleshoot the communicator every time they try to connect and sometimes it takes them over 15 minutes to connect. Patient was adamant about receiving a replacement communicator. Agent instructed caller to remove the communicator from the case and reviewed steps to reset the communicator. Patient also stated that they have noticed that their therapy has shut off twice while they are charging their implant. Patient confirmed that their implant has not become depleted when it turns off. Caller stated that one time they began charging the implant at 40% and noticed that it turned off while charging it. Caller confirmed that this issue began the same time they started having issues with their communicator. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. Caller also mentioned that they noticed that they "get zapped" while sitting in their car seat so they need to decrease stimulation. Agent reviewed that medtronic recommends that the implant be turned off while driving. Caller stated it is impossible for them to turn off implant while driving. Caller also explained that they've had to increase stim as they become more active. Caller stated they initially started at 1.5 and now at 4.0 and if patient begins to be active some days have to increase to 5.3. Caller inquired on the max intensity they should increase to. Agent reviewed information and recommended that they follow up with their hcp. Caller also mentioned that they feel a zapping sensation when they bend or twist. Caller also commented that they turn their implant off to "pop their back". Caller mentioned that yesterday they were feeling abnormal so they turned their implant off and it was like their body was melting as it released tension from the implant. Agent recommended notifying their hcp. Patient stated they have a follow up appointment with their hcp today. Patient also requested a medium size belt. Agent sent a request to repair.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.